Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the rn in the operating room called with a pt in the operating room where they just placed an intra-aortic balloon (iab) via the pt's femoral artery using a sheath. According to the rn, they immediately started to get the alarms helium pressure, high baseline, as soon as they started up. The rn also explained to the clinical support specialist (css) that they did not zero the fiberoptix sensor (fos) prior to insertion. When the rn initially told the css that they were getting helium loss, high pressure and high baseline alarms right at start up, the css was thinking kinking issues or possibly the balloon wasn't unwrapping properly. The css discussed this with the rn, but then another rn got on the phone. The rn said that he put the pump in 1:2 and the pump was now running without alarms. However, the pump alarmed almost immediately after the rn had said that, but now the rn stated the alarm was a "valve failure." The css tried to get the rn to tell him what the actual alarm was, but the rn kept reading the 'things to check for' back to the css. They had another pump just one room over, so the css had the rn get that pump. The rn connected the new pump and it started right up with no issues. The css stayed on the line with them for another 10 minutes with no alarms. There was a delay in therapy of about 10 minutes prior to getting started. While the css was waiting on the phone with them, the css walked them through an fos map (mean arterial pressure) calibration and they have a white light bulb with fos status code of ok. The css also had a discussion with the rn about zeroing the fos. The rn then explained to the css that they don't use the pumps very much anymore in the operating room. The rn was going to send the original pump (sn (B)(4)) down to bio-med. Additional info received stated that the pt outcome is listed as unchanged.